Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2008. A subsequent revision was performed (B)(6) 2013 due to instability. The bearing and patella were removed and replaced.